Manufacturer narrative:
Updated fields: b4, b7, d8, d9, g1 (contact person: mfg site), g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions). No decon or visual inspection performed since product was not returned and could not be evaluated. Therefore, we were unable to confirm or determine a root cause for the reported failure. The failure mode is addressed in the risk file and is operating within its risk profile. The IFU addresses the reported failure. There were no ncmrs identified which could cause or contribute to the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. The complaint history review did not identify an adverse trend (increase in number of complaints over past three (3) months). Based on the rational provided above, no escalation to the CAPA process is required.

Event description:
N/a.

Manufacturer narrative:
Due to character limit in e1 event site address is (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID (B)(4).

Event description:
The operator performed routine operations and found during use that the sheath of the intra-aortic balloon catheter and accessories could not pass through. No adverse effects were caused to the patient.